Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a battery failure alarm. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a battery failure alarm. The rse recommended checking the battery. A follow up was performed with the key market (km), and it was reported that the customer inquired about the pricing of a replacement battery. The investigation is ongoing.

Manufacturer narrative:
An additional follow-up was performed with the key market (km), and the responder was unable to provide any further details regarding the event. It was reported that the customer only inquired about the price of the battery and did not provide any additional information. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.